Event description:
The customer called and stated that she had quit taking her insulin because she thought her blood glucose readings were low. This started in 2006. Her readings were 7.5, 5.8, 7.1. She had been reading 90-113 mg/dl. Customer service recognized that the meter was in mmol/l and helped the customer set the meter back to mg/dl. The check standard showed that the meter was working electronically. The customer did not have any control solution to perform a control test. Customer service offered a trade up to the customer. The customer wanted to trade up to the contour meter. The customer is sending the old meter back.